Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus, but the investigation was conducted based on complaint information. Based on the results of the investigation, it is likely that the malfunction occurred due to a failure of the power supply unit/converter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center exhibited the 3g signal on the monitor showed a kind of barcode pattern. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.